Event description:
It was reported that the patient had this artificial urinary sphincter (aus) removed on an unknown date due to infection. A new aus was implanted. No patient complications were reported in relation to this event.